Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a pacing impedance measurement of less than 200 ohms had occurred on this right ventricular (rv) lead. Additionally, it was noted that this high voltage rv lead had been deliberately implanted with the patient's pacemaker; the patient is very tall and the physician requested the high voltage rv lead due to its length. No adverse patient effects were reported. This rv lead and the associated pacemaker remain in service.